Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system interface circuit board was reseated and cables made secure. It was suggested to reload all software. Customer elected to delay the reloading until patient files can be archived off the system. System is currently operational. A follow up report will be filed if additional details become available.

Event description:
It was reported that the system 9800 had intermittent communication failures. Also it was reported that the image quality from the printer was not ideal. There was no adverse patient involvement reported. There was no patient information reported.